Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed an alert 65 indicating the audio alarm was not audible; the user restarted the device multiple times, did not hear the startup beep, and could not hear test tones when selecting the high-volume indicator, consistent with a no audible alarm related to the speaker/sounder. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an electrical or electronic component problem associated with the speaker/sounder that resulted in a nonfunctional audible alarm. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.